Event description:
It was reported to boston scientific corporation that during a sub-urethral sling placement procedure using an advantage fit sling system, the physician placed the right side of the sling with no problems. However, as he went to advance and place the left side of the device, the physician encountered resistance from the tissue and opined that the trocar tip felt dull. The physician pulled back on the sleeve, which caused the sleeve and mesh to detach from the dilator and trocar. Reportedly, no device components fell loose inside the patient, as the physician was grasping the sleeve at the time of the detachment. The physician completed the procedure with another advantage fit sling system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.a visual analysis of the returned device revealed that one dilator had separated from the mesh sleeve. The sleeve broke near the dilator which caused the dilator to become separated from the mesh assembly. A portion of the mesh sleeve remained attached to the proximal end of the dilator tube. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that during a sub-urethral sling placement procedure using an advantage fit sling system, the physician placed the right side of the sling with no problems. However, as he went to advance and place the left side of the device, the physician encountered resistance from the tissue and opined that the trocar tip felt dull. The physician pulled back on the sleeve, which caused the sleeve and mesh to detach from the dilator and trocar. Reportedly, no device components fell loose inside the patient, as the physician was grasping the sleeve at the time of the detachment. The physician completed the procedure with another advantage fit sling system with no complications to the patient, who was fine at the conclusion of the procedure.